Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the right ventricular (rv) lead exhibited loss of capture and helix mechanism issue resulting in failure to retract the helix. The rv lead was removed and replaced. The patient had no adverse consequences.

Manufacturer narrative:
The reported events were helix mechanism issue and failure to capture. A complete lead was returned in one piece. The helix mechanism issue was confirmed. The helix was partially extended and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.